Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2007 and the mesh was implanted. It was also reported that the part of the mesh was broken down and eroded through vaginal wall on numerous occasions. The patient experienced localized infections, muscle pain, fatigue, joint problems and prolapses. The patient also had heart and lung problems, and blood disorder. No further information is available.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017.